Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-17803. During an in-clinic follow up, oversensing due to noise were observed on both the right ventricular (rv) and the right atrial (ra) leads. No intervention has been performed at this time and the patient was stable and will continue to be monitored.